Manufacturer narrative:
The unit was visually inspected. The gauge of the device was noted to be reading below the zero zone. There was dried media/ contrast media in the flexcil line. A functional test of the complaint device was carried out. The device locking mechanism test was performed, this is where the plunger handle is rotated to achieve 26atm¿s and this test is repeated 20 times consecutively. No issues were noted during the device locking mechanism test. The unit passed the side load test. The unit passed pressure damping test. The unit was primed with 5ml of water before withdrawing the plunger to create a vacuum. There was no bubble leakage. Leak test at 2atm, 13atm & 26 atm to determine the presence of leaks. No air bubbles were emitted from the device hence the unit passed. The device gauge stopped reading accurately during functional analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable upon analysis completed on 14nov2014. During preparation it was noted that an encore inflation device was drawing air into the system. The device was not used and another encore was used to complete the procedure. No patient complications were reported. Device analysis found the device gauge stopped reading accurately.